Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "pt's chemo infusion was running. I was in the pt's room preparing for infusion to end and to prep next step in chemo regimen and noticed that the IV line had air in it approximately 10 inches past the pump. Infusion then at that point alarmed that there was "air in line". I turned off the infusion and reported the incident to my manager. Manager took pump out of rotation."